Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2005 that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient gender, age and weight unknown). According to the complainant, during the procedure, the guidewire frayed at the locking device. The procedure was successfully completed with another hydra jagwire guidewire. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.